Event description:
This report summarizes two malfunctions. A review of the events indicated that model mc1816 experienced failure to prime. These reports were received from one source. The devices were not used in the patient, a (B)(6) year-old female, of (B)(6) kgs. There was no reported patient contact.